Event description:
It was reported that patient with this implantable pacemaker is not working right. Also, patient experienced fatigued and hard to breath. Physician did an electrocardiogram (EKG) and chest radiography and stated that something was fuzzy. Boston scientific technical services (ts) advised to reached out device clinician about the device and to seek medical attention as needed for worsening symptoms. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.